Manufacturer narrative:
E1 initial reporter address: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection and device to device interaction testing were completed. No damages or defects were identified and the device was able to reach and maintain optimal rpm with no resistance or issues during testing.

Event description:
The patient experienced adverse effects requiring medical intervention. The patient presented for percutaneous coronary intervention of the critically calcified left main (lm) and left anterior descending (lad) arteries. A 7f guidecatheter and non-boston scientific guidewire were engaged and then exchanged for a 330 cm rotawire and microcatheter. A 1.50 mm rotablator plus was introduced and advanced to the lm via dynaglide, but the patient experienced "bradyarrest." The burr and guidewire were withdrawn and advanced cardiac life support (acls) protocol was initiated until hemodynamics were stabilized. The procedure was completed using a wolverine balloon and non-compliant balloon.

Event description:
The patient experienced adverse effects requiring medical intervention. The patient presented for percutaneous coronary intervention of the critically calcified left main (lm) and left anterior descending (lad) arteries. A 7f guidecatheter and non-boston scientific guidewire were engaged and then exchanged for a 330 cm rotawire and microcatheter. A 1.50 mm rotablator plus was introduced and advanced to the lm via dynaglide, but the patient experienced "bradyarrest." The burr and guidewire were withdrawn and advanced cardiac life support (acls) protocol was initiated until hemodynamics were stabilized. The procedure was completed using a wolverine balloon and non-compliant balloon.

Manufacturer narrative:
E1 initial reporter address: (B)(6).